Manufacturer narrative:
Date of event was approximated to 10/01/2020 as the event date is unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that four resolution clip devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, the four resolution clips failed to operate. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.